Manufacturer narrative:
Device available for evaluation? Yes returned to manufacturer on: oct. 16, 2023 section device evaluated manufacturer? Yes device evaluation: visual inspection revealed that the lens was stuck in the cartridge with the plunger rod overriding the lens. The lens was observed to be damaged, however, it could not be removed from the cartridge, therefore, no further product evaluation could be performed. The complaint issue "dc-lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. . All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4, a5: not applicable because no patient contact. Section d6a: if implanted, give date: not applicable, as lens was not implanted. Section d6b: if explanted, give date: not applicable, as lens was not implanted. Hence not explanted. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) of a pre-loaded product was offset in cartridge. There was no patient contact. No other information was provided.